Event description:
Customer reported that a patient's central line had to be replaced due to possible contamination after patient had an episode of fecal incontinence. The nurse reported that she could see something inside the valve that she believed could be fecal material. Customer requested an investigation to determine how foreign matter could have entered the valve. The customer states that no further patient/event information is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.